Event description:
It was reported that the wake button had to be pressed multiple times for the pump to respond. During troubleshooting with tandem technical support it was confirmed that the pump still turns on when plugged into a power source. Customer's blood glucose level was no impacted.